Event description:
Patient revised to address lateral condyl collapse causing femoral component to subside.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported condyle collapse/device subsidence. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.